Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that an asymptomatic patient presented via merlin transmission. Non-sustained ventricular oversensing episodes were discovered. Upon review the right ventricular lead exhibited noise. Impedance, sensing and thresholds were all within normal range. On (B)(6) 2018, the patient presented in clinic for follow-up. Lead revision will be scheduled. The patient was stable post event and would continue to be monitored.

Event description:
New information on 5/23/2018 indicated that the lead was capped and replaced on (B)(6) 2018. The patient's condition post-procedure was stable.